Event description:
On an unknown date the patient was in an altercation and his mandible was fractured. His was plated with a mandible locking plate (mlp) curved shut plate and 8 screws. On (B)(6) 2014, the patient was sent to surgery to remove all the hardware due to infection. It was noticed during surgery that the third molar was exposed and infected. It is unknown if the infection was due to the tooth infection or the plate. During the removal, it was noted the infection spread through the mandible bone. The bone healed as expected and all locking screws were intact upon removal. The patient was treated with antibiotics post-operatively. The procedure was successfully completed. This is report number 9 of 9 for com-(B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.